Manufacturer narrative:
Information unknown/not provided. Date of event: the exact date is unknown, the best estimate is prior to the reporting date of (B)(6) 2021. Expiration date: unknown as the serial number was not provided. Serial number: unknown/not provided. Catalog number: a complete catalog number is unknown as product serial number was not provided. Unique identifier (UDI) number: the UDI number is unknown, as product serial number was not provided. If implanted; give date: information unknown/not provided. The best estimate is prior to (B)(6) 2021. If explanted; give date: information unknown/not provided. The best estimate is prior to (B)(6) 2021. Device manufacture date: unknown as the serial number was not provided. The device was not returned for analysis. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Follow-up attempts were made but the customer did not respond. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted

Event description:
Doctor reported that they are dissatisfied with the johnson & johnson (jnj) tecnis synergy intraocular lens (iol). Specifically with the patient dissatisfaction rate and the number of iol exchanges they are experiencing. Additionally, they are having a 25-30% re-treatment rate to achieve the desired visual outcome. The doctor has stopped using the jnj tecnis synergy iol due to the 25-30% touch-up factor post-op which they reported is a higher percentage than any other premium lens they have implanted. Follow-up was performed to get more details. No further information is available. This medwatch captures the issues related to explant and dissatisfaction. The issues regarding explant and re-treatments are captured in medwatch # (B)(4).